Manufacturer narrative:
The device was received for evaluation and successfully passed testing. All devices must meet all quality criteria and manufacturing specifications prior to release. A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. Available log files were retrieved and analyzed which showed device performance was without deficiency and was unremarkable. There was no indication of a device malfunction from the available information. UDI: (B)(4).

Event description:
A report was received on (B)(6) 2022 from the home therapy nurse (htn) of a 58-year-old male patient with a medical history including multiple comorbidities and end stage renal disease, who stated the patient experienced feeling unwell and became unresponsive during a hemodialysis treatment on (B)(6) 2022. Rinseback was performed, emergency medical services (ems) were contacted and an automated external defibrillator (AED) was utilized with the patient becoming responsive. Upon ems arrival, patient was noted to have ventricular fibrillation and was transported to the emergency department (ed) for evaluation. Additional information was received on (B)(6) 2022 from the htn stating that the patient experienced hypotension and was noted to have hypokalemia in the ed. The patient was admitted to hospital with diagnosis of cardiac arrest with ventricular fibrillation. Per the htn, the patient will resume training on the nxstage system post discharge.